Event description:
During monitoring of telemetry patients in our cardiac monitoring unit, the central station display froze and would not allow the keyboard or the mouse control on the central station application. Trouble shooting the system determined that when the user switched from left central display to the right central display via an electronic keyboard/video/mouse (kvm) switch, one of the monitors would lock up preventing the monitoring tech from controlling alarms and display operations. The keyboard and mouse on the m3151 patient information center (pic) units are of the ps2 connection type. Biomedical also determined that the central station kb/mouse control would freeze when devices were disconnected directly from the central station pc. Biomedical confirmed that when kvm switch was activated the new display selected would not have controls. Biomedical then connected the keyboard and mouse directly to the m3151 and rebooted the computer and application to get the mouse and keyboard to operate. Biomedical determined that this is the same action that all ps2 keyboards and mice exhibit when disconnected from their ps2 ports. The same was happening when the user switched the kvm switch. Occasionally the computer would lock up and not allow the user control of the pc based central station. Biomedical has requested that philips medical convert the ps2 style connector to the newer plug and play usb keyboard and mice but the company stated that they had to use what was designed for the product. Biomedical could not locate any service documentation or company information on the philips web site for the kvm switch that was supplied from philips.